Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that there was no further information known regarding when the patient first started experiencing the pump flipping and twisted catheter; what symptoms if any the patient had related to the events; what troubleshooting was performed related to the events; and the cause for the events.

Manufacturer narrative:
Analysis of the catheter/ catheter body found damage to the transition tube. The catheter body had significant twisting that may have affected infusion.

Manufacturer narrative:
Conclusion code is being updated for this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Result code and conclusion code apply to the catheter.

Event description:
Additional information was reported by a manufacturer's representative. The catheter was explanted and returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter.

Event description:
Information was received from a healthcare provider (hcp)via a manufacturer¿s representative regarding a patient who was receiving 1000 mcg/ml of fentanyl at 69.3 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, it was reported that the hcp had difficulty refilling the patient¿s pump due to the pump being flipped in the pocket. The patient¿s catheter was also twisted at the distal end. A surgical intervention was done to tack down the pump to prevent it from flipping. No symptoms were reported. The issue was reported as resolved following the intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-nov-02. It was reported that the pump started slipping out and was loose, so the pump was anchored down and the catheter was replaced on (B)(6)2016. It was noted that the patient sometimes experienced swelling in the back, and it hurt where they did the incision. It was noted that the swelling would come and go. Sometimes, if it was swelling up really bad, the patient would take a hot bath and that reportedly helped. It was noted that the swelling used to be worse when the pump was loose. It was further noted that the loose pump and swelling in the back had occurred since implant (B)(6)2014. The situation was being addressed by the patient's hcp. Regarding the patient's pump dose and concentration, it was noted that it wasn't a lot. The patient reportedly just had an increase about a month ago (relative to (B)(6)2017, and it lasted a long time because it's not much and is not high. No further complications were reported or anticipated.